Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Lead 6949 with device ID (B) (4) was not returned for review analysis.

Event description:
An apparent fracture was reported on the pace/sense portion of the lead. The pace/sense portion was capped and replaced. No patient complications have been reported as a result of this event. Additional information received reported the lead had high impedances up to 2224 ohms. The patient is reported to be doing fine. On 7/9/08 it was reported the 6949 lead had high impedance at implant attempt. Edit 29-apr-2010 it was reported that during the implant procedure the 6949 lead had high impedance at implant attempt. The lead was not implanted. No patient complications have been reported as a result of this event.